Event description:
Caller reported several safe-t-pro plus devices came apart as nurses attempted to use them. No serious adverse event was reported. A request was made for the devices and any devices remaining in the original boxes.

Manufacturer narrative:
The event occurred in (B)(6).